Event description:
Dealer advised that the right motor and gearbox pulls to the right and the cable that is hardwired into it is loose. The chair was ordered (B)(6) 2011, but was not delivered to the end user until (B)(6) 2012, due to end user being in a facility. Dealer advised that the chair sat in their holding area in the meantime. Item to be repaired under warranty. No reports of injury.

Manufacturer narrative:
(B)(4) no RMA initiated for this issue. Model m94-c, serial number/date (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1122145, rev. I(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event, however, no further information has been received. Therefore, consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.